Event description:
It was reported difficulty was encountered positioniing the carrier system of this jugular filter at the intended implant site. Reportedly during attempts to reposition the carrier, the distal tip of the guidewire used for filter placement became looped over on itself. An attempt to remove the carrier system and guidewire resulted in inappropriate filter placement in the superior vena cava. The physician chose not to place another filter and is treating the pt with anticoagulants. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated the quality of fluoroscopy used during this procedure was poor making visibility difficult. It was also indicated a pre-placement vena cavogram was not performed prior to filter placement. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... To avoid insertion difficulties or tissue injury, never advance the introducer catheter without the use of fluoroscopic guidance... To avoid insertion difficulties or filter misplacement, always fully advance an .038" guidewire to a point beyond the desired implant site... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, properly placed, should be implanted for protection against recurrent pe."